Event description:
It was reported that an ilet pump would not power on despite placement on the charger as instructed, and a replacement device was arranged after troubleshooting did not resolve the issue. Symptoms included no clinical effects. Outcomes included use of backup therapy and no interruption of care requiring medical attention. Investigation included customer troubleshooting guidance and review of device use conditions. Investigation of this device was confirmed and revealed a device malfunction characterized by an unresponsive sleep/wake interface and failure to power on, consistent with a suspected hardware issue in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of confirmatory device analysis.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.